Event description:
Patient fracture. Age: 49 gender: female.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number cc-00342386_1644408-2021-00776; 540-00-000, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.